Event description:
It was reported that the pt's device was non-communicative during a programming session. Troubleshooting did not resolve the issue. The programming system was ruled out as the problem-some component. No interventions were taken for the event. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.